Manufacturer narrative:
There has been a previous report received where this malfunction of a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a spiral radix bur separated; the separated piece was retrieved without injury.

Manufacturer narrative:
The involved spiral bur is actually broken at the end of the active part. No material defect was found during analysis of the rupture pattern. No unused bur is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.